Event description:
It was reported that the outer cannula of a size 6 dct, disposable cannula low pressured cuffed tracheostomy tube, kinked and occluded. The pt experienced respiratory distress, required medical intervention and was reintubated. This occurred six (6) days after the 6 dct device had been placed during an emergency tracheotomy procedure. It was also reported that the pt who was admitted on 10/13/97 in severe trauma as a result of an automobile accident expired on 10/20/97 from injuries sustained in the accident. The 6dct device was received by the MFR for analysis and investigation on 11/6/97.